Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip broke in the patient's leg. The reporter clarified that the cone tip detached by the adhesive. This occurred right at the incision site, so they were able to retrieve it through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. Visual inspection revealed that the dissection tip was received as a complete assembly, but the cone could be detached with some force. There was some glue present along the rim of the dissection tip components. Based upon the received condition of the device, the reported failure "dissection tip broke" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B) (4)